Event description:
It was reported that the patient's incision from her implant surgery never properly healed. The patient was informed by her physician that it was an abrasion. The patient's wound would scab over but never really heal. Additional information received reported that a portion of the patient's incision never healed since (B)(6) 2011 and was ''leaking pus and dripping on her clothes.'' The patient's physician would put a bandage on when she went in to see him and she would then have to change it. The patient went to see a different physician in (B)(6) 2012 to determine if she had an infection; he took a culture of the incision and determined that the patient had e-coli bacteria so she was put on antibiotics. On (B)(6) 2012, the patient was sent to an ''infection disease person'' who confirmed the bacteria and saw that the patient had a loose wire. It was planned that the patient would have the device removed in the future. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3888-33, lot #: v746983, implanted: (B)(6) 2011, product type: lead; product ID: 3888-33, lot #: v746983, implanted: (B)(6) 2011, product type: lead; product ID: 37743, serial #: (B)(4), product type: programmer; product ID: 3708220, serial #: (B)(4), implanted: (B)(4) 2011, product type: extension; product ID: 3708220, serial #: (B)(4), implanted: (B)(6) 2011, product type: extension.